Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged." The device was not returned.

Event description:
It was reported that the magic 3 intermittent catheter had holes in it. No medical intervention was reported.